Event description:
It was reported that the insulin pump had unresponsive buttons and alarmed after a battery change. Advised reported to discontinue use of the insulin pump and to return the device for analysis. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had an unexpected restart error alarm after battery change due to broken solder joint of connectors on interface board. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.